Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. Customer cleared the alarm and successfully resumed insulin. Customer's blood glucose level was 300-500 mg/dl.